Event description:
Customer reports, connector pins 1, 2, 3, 4, and 7 appear to be blackened on the inform system. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.